Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient had a follow up appointment with dermatologist for ongoing skin reaction from sensor adhesive. Patient's dermatologist prescribed duoderm topical ointment at the appointment for ongoing skin irritation. At the time of contact, patient's grandmother reported current condition of skin reaction as "good". No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).